Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data does not confirm inaccurate blood glucose values. The data confirmed that the device was working according to specifications.